Event description:
A registered nurse (rn) reported a fluid leak was discovered during step 9 of the peritoneal dialysis (pd) patient's end treatment. The rn stated an m31 air detected in cassette warning occurred during fill 2 of 5 of treatment, and treatment was cancelled. Fluid was discovered in the pump module area of the cycler and on the external of the cassette. Fluid was noted leaking from the cassette. The rn was advised to discontinue use of the cycler. The rn stated they would use another machine. It is unknown at which point in therapy the leak may have begun. Upon follow up, the rn confirmed the reported event. The rn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled. The rn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The rn stated the patient was able to use another machine to complete treatment without further issue. The rn stated the facility has continued use of the current cycler without issue and without reoccurrence of the reported event. The rn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported a fluid leak was discovered during step 9 of the peritoneal dialysis (pd) patient's end treatment. The rn stated an m31 air detected in cassette warning occurred during fill 2 of 5 of treatment, and treatment was cancelled. Fluid was discovered in the pump module area of the cycler and on the external of the cassette. Fluid was noted leaking from the cassette. The rn was advised to discontinue use of the cycler. The rn stated they would use another machine. It is unknown at which point in therapy the leak may have begun. Upon follow up, the rn confirmed the reported event. The rn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled. The rn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The rn stated the patient was able to use another machine to complete treatment without further issue. The rn stated the facility has continued use of the current cycler without issue and without reoccurrence of the reported event. The rn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.